Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would not reopen while applied to tissue. The surgeon removed the device by prying it off the tissue with another instrument. The surgery time was extended by only five minutes. There was no harm to the patient.